Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown. Investigation summary: according to the information provided, it was reported that the laser lines of the 4.5 healix advance awl had faded. This complaint device was received and visually inspected. Visual observation confirms the laser lines are slightly faded. Also, it showed marks that it was slightly worn, it appears to be old, indicate possible heavy use. Finally, it was identified that the sharp tip at the distal end appears to be flattened. The possible root cause for the reported failure can be attributed to the age a repeated use of the device causing fair wear and tear. It was determined from past investigations of similar failure modes that this product in general is susceptible to the autoclave process negatively affecting the laser lines. Repeated use/ sterilization cycles further contribute to this failure mode. For the tip damage can be attributed this type of failure when the device might have been dropped or device was tapped against a hard surface accidentally. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff repair surgery on (B)(6) 2020, it was observed that the laser lines of the 4.5 healix advance awl device had faded. During in-house engineering evaluation, it was determined that the sharp tip at the distal end appears to be flattened. Another device was used to complete the procedure without delay. There were no adverse patient consequences reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.